Event description:
Further information indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, the returned lead found some kinks on the outer tubing and all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the recent ipg replacement (reference MFR. Report # 1627487-2018-13115) high impedances were discovered due to the lead was bent. The patient will undergo surgical intervention for lead revision at a later date.